Event description:
It was reported that (2) devices were used during a laparoscopic cholecystectomy. It was reported by the affiliate that the er320 instrument's clips dropped (not into pt). Another instrument was used to complete the case. There was no consequence to the pt.